Manufacturer narrative:
Final analysis found that the atrial and ventricular connector blocks, insets and setscrew threads had medical adhesive. The a-tip inset and the v-tip inset were stripped.

Event description:
It was reported that the during a routine device change out, the set screw could not be loosened to removed the leads. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.